Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient had reported an increase in spasticity. It was unknown if it was considered a sudden or gradual change in therapy/symptoms. The representative wanted to know what troubleshooting steps could be taken to rule out a problem with the pump and checking for volume discrepancy, dye study, logs check, and administering a therapeutic bolus were discussed. It was indicated that the representative would follow-up with a healthcare professional (hcp). Additional information was received from the representative on (B)(4) 2017. It was reported that the pump was read to confirm that t here were no errors in the logs, which there were not, per the representative. It was indicated that there was no additional information at that time. Additional information was received from a representative on (B)(4)2017. It was reported that they were replacing the pump that day as the logs were checked in the old pump and an issue was noted. On (B)(4) 2017, it was reported that information was not correct and that there were no errors in the logs and that was what was reported (note this is conflicting information). On (B)(6) 2017, it was indicated that there were no volume discrepancies per the doctor and it was noted that the old drug was gablofen [1000 mcg/ml] at a dose of 285.3 mcg/day. It was stated that the physician decided to replace the pump. Information was requested on (B)(4) 2017 regarding programming a modified bridge bolus as the new pump was being used to deliver lioresal [500 mcg/ml]. And that all other information had already been submitted. No further complications were reported or anticipated.